Event description:
On (B)(6) 2013, it was reported that the patient had to change the battery in his infusion device three times in a thirty-six hour period of time. The patient stated that the device alarmed to notify him to change his insulin cartridge, but he had 3 units of insulin left in the cartridge. He receives 1.8 units of insulin per hour, so he decided to wait one hour before changing the cartridge. One hour later he saw there were still 3 units of insulin in the cartridge. The patient had elevated blood glucose levels in (B)(6) and thought it was due to an infection. Now he thinks the infusion device was not accurately delivering insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.